Event description:
Device malfunction: failure to deploy needle. Time of malfunction and symptoms/ae: during vessel closure. Symptoms/ae: hemostasis achieved using a stitch. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the right and the left common femoral arteries after an abdominal aortic aneurysm (aaa) interventional procedure. On the right puncture site, the physician attempted to deploy the device, however only 3 of the 4 needles were visible and the suture failed to capture. The device was removed and a second device was used. During deployment of the second device, no needles were visible and the device was removed. The physician closed the puncture site with a suture stitch to achieve hemostasis on the right. On the left puncture site, the physician deployed the prostar needles and the suture was captured, however the suture knot could not be moved or advanced. This occurred 2 times with 2 prostar devices. A cut down was performed and the arteriotomy was closed using a stitch as well. There were no reported adverse patient sequelae. Though requested, no add'l information was available.

Manufacturer narrative:
The devices are expected to be returned for investigation. It has not yet been received. The prostar xl suture-medicated closure devices, part# 12322-01, lot# 55110-6h indicated are being filed under a separate manufacturer report number.